Event description:
Patient presented with subluxation issues and hip pain. Doctor performed a revision surgery and put in tritanium revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
Patient presented with subluxation issues and hip pain. Doctor performed a revision surgery and put in tritanium revision.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as the device was kept by the patient. Insufficient medical information was received for review with a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. The reported event regarding a dislocation of a trident shell, a trident liner ((B)(4)) and an unknown femoral head ((B)(4)) was not confirmed.